Event description:
Due to multiple abdominal surgeries, I underwent my 4th take down of extensive abdominal adhesion formation. My gyn had performed all but the 1st and I was getting about 5-6 years before the reformation was causing abdominal pain and constipation. This time he implanted interceed. I immediately experienced loose bowel habits but within 3 months developed severe bile acid malabsorption. For the past 3 years, I have not been able to go out of my home where I do not have immediate access to a restroom. I have loud gurgling and discomfort after I eat anything, then immediately bile diarrhea. Hair loss, now with bald patches, frequent abdominal ache about 2 inches to the right of my umbilicus, loss of appetite (possibly due to fear of eating). Overall loss of quality of life. My gyn tells me he has not heard of others with these issues, and my pcp treated me for ibs with no improvement at all. After nearly 2 years, I saw an endocrinologist who prescribed colestipol and it does help control the bile by absorbing it, but it does not work 100%, still limiting my ability to travel or leave my home. Unfortunately, I recently had an incidental finding on a chest CT and am scheduled to have pet scan (B)(6) 2018. I'm told this will also scan the abdomen and pelvic area, so finally I may have some factual info on what has been going on in there since my (B)(6) 2015 surgery with interceed placement. I am a lifelong healthcare worker (managed a surgical practice for 26 years, but, must now work remotely as a credentialing, contracting, and billing mgr). I'm not big on medical lawsuits but if this mesh product has caused the destruction of my quality of life, I want others to know and I want it investigated and removed from the market. This is no way to live and it affects your family members just as it does you. I found others with these symptoms on a website managed by "mesh angels" when I searched interceed. They suggested I report my incident to you.